Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. Inspection revealed a partial separation at the collar. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-july-2017. It was reported that crossing difficulties occurred. The severely stenosed target lesion was located in the right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the target lesion. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, device analysis revealed that there was a partial separation at the collar.